Event description:
The surgeon attempted to implant a lens, but for unk reason performed a vitrectomy prior to insertion. The reporter stated that the reason for vitrectomy was not lens related. The lens was then inserted, however, removed. The surgeon instead implanted an anterior chamber lens. No more info has been forthcoming as to why the vitrectomy was performed.